Manufacturer narrative:
(B)(4). Anvil_not returned and missing washer.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic low anterior resection procedure, the device fired properly. However, when an air leak test was performed, there was a leak at the staple line. The leak was found by putting air down below and there were bubbles. The procedure was converted to open to suture the staple line. The donuts were completely formed. The anvil was sent with the donut specimen to pathology. Suture was used to complete the procedure. The procedure was prolonged by 30 minutes. Additional information has been requested.